Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming. No additional contact information was available.